Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet¿s battery was not holding a charge after a period of removal, requiring multiple charges per day, and battery depletion was confirmed through engineering log review; the patient¿s blood glucose at the time of contact was 129 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user and third parties. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The patient planned to use backup therapy until a replacement arrives.